Event description:
MFR received a report from a dealer that the wheelchair allegedly went into "free-wheel mode" while the user was going down a hill, causing the chair to hit a curb and "flip over". The user sustained a broken shoulder and hip.